Event description:
It was reported that less than a month after implant the patient experienced staph aureus bacteremia with suspicion of endocarditis. Cultures were taken. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.